Event description:
It was reported that the patient had a pneumothorax and passed away. The user facility suspected the ventilator did not alarm as expected. Manufacturer¿s ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. It ran on test lung for approximately two hours without any deviations. Multiple pre-use checks were performed, with each passing. The reported alarm issue could not be duplicated. The ventilator was cleared for clinical use. Provided ventilator logs were reviewed. The technical log does not contain any technical error codes to indicate that there was any ventilator malfunction. Successful pre-use check was performed prior the event. The conclusion is that there are no indications of ventilator malfunction during the ventilation period.